Event description:
It was reported while using bd insyte autoguard pnk 20ga x 1.16in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: foreign matter.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard pnk 20ga x 1.16in foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from chinese to english: foreign matter.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 18-nov-2022. H6: investigation summary: our quality engineer inspected the sample and photograph submitted for evaluation. Bd received one unsealed 20ga x 1.16 insyte autoguard unit from lot number 1152369. Additionally, one photo was provided. Through the visual inspection black foreign matter was observed in the seal of the packaging and on the catheter. The unit was sent for further material analysis which revealed lubricant to be the closest match. The reported issue of foreign matter was confirmed, and the cause appeared to be attributable to the packaging process during manufacturing as a result of environmental factors, incoming material, or personnel. A device history record review showed no non-conformances associated with this issue during the production of this batch.